Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that real-time patient data for two patients was mixed when a mis-configuration of the system involving mx40 and incorrect bed labels was performed by a philips installer. There were no adverse events.